Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/22286488. The onyx will not be returned for evaluation as it was consumed in the event. Based on the customer's photos, the customer's report of the onyx used with a monopolar electrocautery device creating sparks and embers was confirmed. The onyx was not returned for analysis. There was no malfunction with the onyx. The most likely cause of the sparks and embers created by onyx was the use of a monopolar electrocautery device, due to the metallic nature of the tantalum metal. Per onyx les IFU: "due to the possibility of electrical arcing with the tantalum metal in the onyx les material, use of monopolar electrocautery devices for surgical resection of bavms or arteriovenous fistula embolized with onyx les should be avoided. Bipolar devices should be used with caution." (B)(4). Information received from the same article as MFR: 2029214-2015-00908.

Event description:
Citation: aaron mull, et al. A cautionary report: creation of intraoperative sparks and embers from onyx embolic material during surgical resection of arteriovenous malformations. Plastic and reconstructive surgery. Volume 129, number 2. February 2012. The following report was received by medtronic (covidien) through literature review: a patient underwent surgical removal of the nidus approximately 36 hours after he underwent emergent embolization of feeder branches to the arteriovenous malformation with onyx. While dissecting the tissues embolized with onyx, sparks and embers were created with monopolar electrocautery device. Because of concern for intraoperative combustion from the nearby oxygen source, ventilator use was suspended during further cautery dissection. The patient tolerated the procedure well.